Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in asystole greater than 2 seconds. In addition, a drop in pace impedances was also observed, but the lowest values were still within range at 260-270 ohms. The rv lead was then explanted and replaced and the physician suspected there was a lead issue. No additional adverse patient effects were reported.